Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: oct 24, 2023 section h3: device evaluated by manufacturer: yes device evaluation: the complaint handpiece was received inside of the original folding carton. No additional materials were received. Product evaluation was performed under magnification. The complaint device was received with the plunger rod overriding the lens and the lens stuck in the cartridge tip. The tip and cartridge were observed to be bulging around the lens. A crack could be observed in the neck of the cartridge that extended to the tip. The lens module and device assembly were inspected and no issues were identified. Viscoelastic residue was observed to not be evenly distributed throughout the cartridge indicating that an inadequate amount may have been used. The lens could not be retrieved therefore no further evaluation could be performed. The complaint issue of "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to (B)(6) 2023. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported that the intraocular lens (iol) was damaged. That they went to insert the lens and realized that tip was damaged; therefore, the lens was not inserted. The issue noted during handing/prior to insertion. The cartridge tip had contact with the patient's right eye. There were no medical interventions, no unplanned incision enlargement, vitrectomy, or sutures required, and no delay in procedure reported. No debilitation issue reported, and the patient has fully recovered. No further information was provided.